Event description:
Reportedly, during the implantation of the subject ICD, it was impossible to insert completely the (rv)is-1 lead inside the connector. We tried to unscrew completely the setscrew but it was the same result. We also tried to plug the (a)is-1 lead within the (rv)is-1 connector but same issue was observed. However, the (rv)is-1 lead could be inserted int the (a)is-1 connector. The device was not implanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the implantation of the subject ICD, it was impossible to insert completely the (rv)is-1 lead inside the connector. We tried to unscrew completely the setscrew but it was the same result. We also tried to plug the (a)is-1 lead within the (rv)is-1 connector but same issue was observed. However, the (rv)is-1 lead could be inserted int the (a)is-1 connector. The device was not implanted and will be returned for analysis.